Event description:
It was reported that prior to an unk procedure using an evac 70 xtra icw, allegedly the wand was emitting more smoke and heat than is typical. The user claimed that the saline coming out of the wand was scalding hot after the wand primed. The surgeon opted to proceed with the scheduled procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.